Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurate compared to her feelings/ normal blood glucose results and displayed an unknown ¿error¿ message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issues began ¿sometime in 2012.¿ the patient reported blood glucose results of ¿82, 228 and 155 mg/dl¿ with the subject meter, performed within an unspecified time of each other. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. About 4 months after the start of the alleged issues, the patient claimed she developed symptoms; however, symptoms were not specified. At an unspecified date/ time, the patient was reportedly ¿hospitalized¿ and received treatment. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have the testing supplies to perform quality control testing. Replacement products were sent to the patient. Based on the provided information at this time, the linkage between the reported product issues and the alleged injury by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly may have developed symptoms and received medical intervention from a health care professional (hcp) after the reported issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.